Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 5 of 5 of the same event. It was reported that during an unspecified surgical procedure, it was observed that five adapter device locking mechanism's was popping up during use. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device locking mechanism was popping up during use. The adapter was manufactured pre-design change. The design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.